Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was originally reported that the lens was explanted from the patient¿s right eye. Subsequent information indicated the patient complained of blurry vision. Reportedly, the patient had pre-existing condition of blurry vision and poor night vision from glare due to cataracts. A yag for pco was done on (B)(6) 2016. No secondary intervention was performed. In the surgeon's opinion, the cause of event was anisometropia. Reportedly no secondary intervention was performed. Clarification of the event has been requested but has not been received.

Manufacturer narrative:
Additional information received confirmed the lens remains implanted in the patient. No serious injury or device issue reported. Event determined as unrelated to the device. Based on the current information, this event is no longer considered to be reportable.

Event description:
Additional information obtained confirmed the lens was not explanted and the patient is doing fine. Patient complained of blurry vision due to anisometropia. No issues with the lens, which was reported to be in good position.